Event description:
The customer reported 3 ml of diluent was squirting out of the manual aspirate probe of the lh 500 hematology analyzer. The customer indicated that the event occurred while running 5c controls in the manual mode. The operator was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and confirmed a diluent leak from the probe rinse block. The fse replaced a broken black striped I beam tubing through pinch valve pv42 which resolved the leak.

Manufacturer narrative:
(B)(4).